Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted or upon completion of the investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a clinical trial patient with a 31mm 7300tfx mitral valve implanted eight (8) years was found to severe mitral stenosis on 8-year follow-up echo. Patient currently asymptomatic. Patient's cardiologist has been notified and will follow up with patient.

Manufacturer narrative:
Added information to a4, b5, b6, h6.

Event description:
Edwards received information a clinical trial patient with a 31mm 7300tfx mitral valve implanted eight (8) years was found to severe mitral stenosis on 8-year follow-up echo. Patient has new onset atrial fibrillation and determined to be nyha class I. Patient asymptomatic. Patient's cardiologist has been notified and will follow up with patient. Patient is reported to be doing well. No plan for intervention at this time.